Event description:
"S/p bilateral submusc. Infra gels (? Size/type/MFR - no records)in 1981 for augmentation. The pt reports decreased size (although has lost 15 lbs) increased dropping and softening in recent yrs. No history of trauma. In the last 2 yrs pt c/o "black discharge" bilateral nipples if squeezed. Pt saw original plastic surgeon who told pt it was due to caffeine, so discontinued caffeine. After 3 mos conditions of lumpiness and discharge improved but didn't resolve. In addition in the last 1 1/2 yrs pt has noted a tender lump in the right trapezius. It has slowly grown and pt's massage therapist doesn't feel it is muscular. Pt is concerned greatly regarding cancer. Also over the last 2 yrs pt has developed progressively disabling systemic symptoms including arthralgias (+ am stiffness), spasms, fatigue, sleep disturbances, adenopathy, fevers, right sweats, hot flashes/chills, ha's, temporo-mandibular joint dysfunction, ear infections, dizziness, anxiety/depression, dry mouth, hair loss, oral sores, rashes, sens sun/cold (+ raynaud's)/chemistry, shortness of breath/chest pain, costochondritis, choking sens, wgt loss, gi/gu/menstrual disturbances, and easy bruising. Pt is otherwise healthy."